Event description:
The patient came into the procedure with a ruptured aneurysm in the anterior cerebral artery, size 14-mm x 11-mm. The physician tried to deploy the gdc 18-standard synerg detection circuit as the 5th coil into the aneurysm, then the coil was pulled back a little bit, the physician noticed that it had already deployed from the pusher wire. Five centimeters of the coil are now (unstretched) located in the internal carotid artery. The situation of the patient was bad because of the bleeding and the physician is going to have to wait and see what will be the outcome at the end.